Event description:
Versaone optical trocar with fixation cannula 12mm standard was leaking gas during insufflation. Cannula was taken off the field and replaced with a different cannula (kii balloon blunt tip system ref c0r47). Assistant nurse manager notified and faulty cannula was given to management. Versaone optical trocar with fixation cannula 12mm standard -onb12stf -lot # j5c4438y -exp. Date 02/28/2030.